Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following recent weight loss, the patient was unable to charge their ipg, experienced pain at the ipg site and experienced ineffective therapy. X-ray imaging revealed migration of both leads. As a result, surgical intervention was undertaken (B)(6) 2025 to replace the ipg and left lead and reposition the right lead.